Manufacturer narrative:
Patient information was unavailable from the site. Initial reporter was unavailable from the site at the time of filing. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that the site was unable to perform a navigated spin with the imaging system. The navigation system was showing that everything was ready to take a 3d spin, but when the radiographer tried to start the spin the imaging system would not allow it. The imaging system logs were showing that the connection with the navigation system was timing out. The site opted to abort navigation. There was a surgical delay of less than 1 hour due to this issue, and there was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: initial reporter information was received and has been updated. Device evaluation: a manufacturer representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no patient symptom and no impact to patient outcome due to the reported issue.

Manufacturer narrative:
Device evaluation: a software analysis was completed to further investigate the cause of the reported event. Both the imaging system logs and navigation system logs were received. Engineering review of the provided logs showed a successful imaging system spin and transfer. The imaging system logs did not capture the root-cause of the connection timeout. It was determined that there was insufficient information. The software investigation was unable to determine the probable cause of the issue and if it relates to software anomaly based on the review of the information documented on record. If information is provided in the future, a supplemental report will be issued.